Event description:
It was reported that during surgery involving a dlp pediatric one-piece arterial cannula, after 1 hour and 30 minutes a whitish mottled pattern was observed on the cannula stem; described as a fixed pattern adhered to the internal surface. An anticoagulant antagonist was administered and the cannula was removed. The pattern persisted despite the cannula being drained of blood. The possibility of air being present was ruled out by observation because the pattern was fixed and adhered to the internal surface. Damage to the tip was also reported. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.